Event description:
Pt died in a hosp, was exacerbated by the use of 316l surgical staples. The surgical staples were used following amputation surgery lower leg. Rptr e-mail lists some possible reactions between nickel in the staple and halogen ions. E-mail also mentions the transferring of nickel ions into body cells with the aid of lactic acid and phosphorus. E-mail dealt with contention that the pt's death was mainly caused by medical malpractice. However, rptr states that pt's death is written in the death certificate as being caused by septic shock with the underlying causes being diabetes and renal failure.